Event description:
It was reported by the patient's daughter that when the start button on the remote monitor was pressed it failed to power up. The power button would flash, but no additional indicator lights came on and no telemetry was initiated. The batteries were replaced but the situation did not resolve. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient's daughter that when the start button on the remote monitor was pressed, it failed to power up. The power button would flash, but no additional indicator lights came on and no telemetry was initiated. The batteries were replaced but the situation did not resolve. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.